Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); lack of information (cause is unknown). Conclusion: inherent risk of a procedure (death). Lack of information (cause is unknown).

Event description:
Additional information was received for this case. It was reported that the patient expired due to a heart attack. No autopsy was performed and the death report is not available.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52mm fusiform abdominal aortic aneurysm. It was reported that the patient expired approximately 16 months post implant; cause unknown. The investigator assessment in relation to study device and study procedure is unknown. No further information was provided.